Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the blue protective cap fell off of a minicap transfer set. This occurred before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). As the product was not returned, a device analysis could not be completed. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.